Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 8atm. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications were reported and patient is in good condition post procedure.